Event description:
It was reported that this right atrial (ra) lead was part of the system revision due to infection and sepsis. No adverse patient effects were reported. The ra lead was surgically abandoned.